Event description:
It was reported that pump displayed repeated cartridge alarm messages during use, and caller stated that after loading new cartridge pump resumed normal function but same issue had occurred about five times. There was no adverse impact to the customer's blood glucose level. Customer successfully loaded new cartridge, resumed insulin therapy, and cts documented issue, advised that pump must be troubleshooted before any replacement, confirmed resolution at time of call, and instructed customer to call back if problem occurred again.